Manufacturer narrative:
The t:slim x2 g5 pump user guide states: if you start to set a temp rate, but do not complete the request within 90 seconds, the incomplete temp rate alert occurs. You are prompted to continue setting up your temp rate, or tap back if you do not want to continue setting up your temp rate. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an incomplete temporary (temp) rate alert occurred. Tandem technical support educated the customer that per the t:slim x2 g5 user guide, if the user starts a temp rate and does not complete the action within 90 seconds, the alert will occur. Customer understood and acknowledged that the pump was performing as intended. The customer continued to use the pump for insulin therapy. Customer's blood glucose was 555 mg/dl. Multiple attempts were made by tandem technical support to obtain additional information; however, the customer did not respond.